Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device, leakage was noticed at the connection while giving patient intravenous medication. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: noticed leakage at lucer connection when giving the patient intravenous medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device, leakage was noticed at the connection while giving patient intravenous medication. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: noticed leakage at lucer connection when giving the patient intravenous medication.